Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's healthcare provider switched the type of insulin used to humalin; however, the occlusions reoccurred. The customer's blood glucose (bg) level was as high as 485 mg/dl. The customer declined to provide any further additional information regarding the occlusions/bg treatment. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion.